Manufacturer narrative:
Evaluation summary. The analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The indicator functions as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired some malformed staples. The bronchus was not closed completely. Another device was used to complete the procedure. There were no adverse consequences for the pt.